Manufacturer narrative:
Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a small effusion was noted by the physician post procedure on the day of the procedure. No intervention was needed at this time. The bwi representative stated that she was notified the following day that a pericardiocentesis was performed the day after the procedure. The physician also noted that he felt a steam pop during the procedure. Patient was stable at the time of the call. Additional information received indicated the issue occurred while ablating the anterior portion of the rspv. A smartablate generator was used during the procedure with in power control mode. Parameters for temperature, impedance and power were 50w, 22 degrees c, 10.32 sec, 28 ohm impedance. The length (minutes and seconds) of the ablation cycle when the pop was observed at the same tip position was 9 sec. Adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient¿s outcome from the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event due to pericardiocentesis.